Event description:
It was reported via user facility medwatch # (B)(4) that the filter released. The patient was getting a inferior vena cava filter placement, femoral approach. When trying to reach the correct placement, the filter released from the introducer and never set or fired. While trying to place the filter it released from the introducer without being engaged.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).